Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer. The patient had been totally miserable for 2 years and was having all kinds of problems. When the device was first put in, the pump was put in his back and no one knew why. The pump helped with some of the patient¿s pain, but the patient had pain in his back where the pump was first put in. They tried many different drugs. In (B)(6) 2015, the patient almost had the whole system removed, but in (B)(6) 2015 he had the pump moved to his abdomen. The pain in his back from where they 1st put the pump had still not gone away. They had done a MRI and an x-ray. The patient was having a CT scan on (B)(6) 2016. The patient¿s neurologist thought when they moved the pump that they might have used a connector which may have been pressing on something which could have been causing the pain. The surgeon did not remember if she used a connector and it was not in her notes. They had not done any tests or imaging with dye. From what people could tell, the pump was working/functioning correctly. The patient was ¿angry¿ that he was sent an anniversary card because he was not happy with his pump. The pain had not been resolved, and the cause was still unknown. The health care provider (hcp) was ¿refusing to let the patient go.¿ they were running him around between the hcp and the surgeon trying to figure out what the pain was.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the pump was implanted for neuropathy pain and patient was told the pump should not help with this. Since the implant, the pump had helped the patient but not the level that he was hoping for and not the way the trial had helped. Weeks after having the pump implanted, he woke up with pain that caused him to scream. The pain was reported at pinching that was "terrible." Over time it started to get better but now gradually had been getting worse. The patient reported the pain in his back really started to bother him in (B)(6) 2015 due to the pump placement in his back. The pain was right where the pump was and he was not happy with the pump placement. The patient could not sit in a chair or lay on his back. He reported "movement is terrible" and he did use a compression bandage. The health care provider was aware of the patient symptoms. There was talk about move moving the pump to the abdomen. The patient was unclear why it was put in his back verse the abdomen and reported that he would either have it moved to the abdomen or taken out. The physician told the patient he wanted the patient to two stimulators and prialt but the patient chose not to do this. The medication in the pump had been decreased as the patient was thinking about having the pump taken out but has not yet decided. The patient did not believe the medication was high enough to help with the symptoms. This device system delivered clonidine, morphine, and bupivacaine. Additional information was requested to clarify resolution and patient status. Should additional information be received a supplemental report will be filed. (See (B)(4) which captures other patients with issues of pump implanted in back) additional information was received from a consumer. The patient decided to keep the pump and have it relocated to the front. Additional information was received from a consumer regarding a patient receiving clonidine (491.3 mcg/ml at 115.58 mcg/day), bupivacaine (23.0 mg/ml at 5.411 mg/day), and morphine (8.5 mg/ml at 1.997 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient's pump was moved from the back to his front because it was "causing problems with pain." The pain was due to the pump location. No further information was provided. If additional information is received, a follow-up report will be sent.